Event description:
Parent reported pt put down for nap returned to check on pt 2 hr later pt found blue, limp, secretions bubbling out of nose and mouth. Parent stated ventilator "seemed to be working" but no alarms noted. When pt picked up ventilator low pressure alarm sounded - indicating ventilator connector "popped off". Parent questioned about trach occlusion. Parent stated trach "pulled out to do CPR".